Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: found technical event (B)(4) (pfilter selftest failed). Self test failed while the switching on ventilator. Dust filled in hepafilter.o2 cell expired and o2 cell cable also damaged. Battery replacement alarm. No patient involvement.